Manufacturer narrative:
An event of residual shunt was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2135147-2021-00222. On (B)(6) 2021, a 4/2 amplatzer piccolo occluder was selected for implant in a (B)(6) week old (B)(6) kg patient with the following patent ductus arteriosus (pda) dimensions: pda minimal diameter of 3.0mm, pda length of 9.2mm and diameter at aortic ampulla of 3.7mm. During the procedure the device was placed intraductal, detached from the delivery cable, but was mis-sized too small. The occluder was found to have residual flow around it. The device was snared and a 5/2 amplatzer piccolo occluder was then selected. The replacement device was placed intraductal and detached from the delivery cable. Again the device was mis-sized too small which was determined by residual flow around it. The device was successfully snared and removed, but the patient experienced a short duration of bradycardia during the retrieval attempt. The procedure was not extended longer than is clinically significant and the patient remained hemodynamically stable other than the bradycardia episode. On (B)(6) 2021, the patient underwent surgical ligation to resolve the event. The patient is stable with no adverse consequences. No additional information was provided.